Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the one infusion set cannula was bent and patient went to emergency room and was hospitalized and face issue with diabetic ketoacidosis and admitted in ICU. The blood glucose level was 579 mg/dl and resolve the bg issue via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.